Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The reported issue was not able to be duplicated during the investigation. The investigation determined that the error was considered transient in nature since it has not recurred. No record of the error code was found in the device's event history log. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "error code 41310". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.